Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they discovered immediately that the c-ring was broken in half. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11dec2019. An investigation was conducted on 11feb2020. Signs of clinical use and evidence of blood was observed. There were specks of blood observed on the cannula and the handle. The c-ring was transected longitudinally between the flanking curved sections. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they discovered immediately that the c-ring was broken in half. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.